Manufacturer narrative:
(B)(4) results of investigation: carefusion was unable to duplicate the customer¿s reported issue. The ventilator was tested with a known good docking station and known good patient circuit connected. The ventilator passed 140 hours of extended tests at the customer's settings. With known good power flex installed, the ventilator passed the initial final test and the initial alarm volume test.

Event description:
It was reported by the customer that the patient was being placed on the ventilator and the crew noticed that the ventilator's settings switched back from their settings to the default settings without them touching it. This happened after reprogramming the ventilator twice. The patient's saturation level began to decrease and the ventilator was giving different breath rates from 9 to 20 while multiple alarms were going off. The patient was manually ventilated without any difficulties. There was no further patient harm or injury.